Event description:
It was reported that the indicator of temperature was very unstable and gave various temperature reading, from 20-30 degrees. There were no patient complications reported.

Event description:
It was reported that the device was explanted. The pt believed that the device caused a tumor to grow. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Follow up with customer indicated that device was either lost or disposed at hospital and will not be returned for evaluation. Device available for evaluation and device evaluated by manufacturer